Manufacturer narrative:
Upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited loss of sensing and loss of capture. The lead was not used and replaced. The patient was fine post operation.